Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst at the rated burst pressure (rbp). The device was safely removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst at the rated burst pressure (rbp). The device was safely removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 4.50mm x 8mm, was returned for analysis. A microscopic, visual, and tactile examination of the balloon noted that the balloon was subjected to positive pressure and had a longitudinal tear across the main body of the balloon. Balloon material identified a 12mm longitudinal tear across the main body of the balloon with the inner lumen exposed. Microscopic, visual, and tactile examination of shaft polymer extrusion examination of the inner wire lumen was exposed and stretched under the balloon tear. No issues or damages were identified on the hypotube shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.